Event description:
It was noted on the hospital record that the patient had cardiac perforation of the ICD lead with pericardial effusi- on requiring drainage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.